Event description:
It was reported that the right ventricular lead exhibited rising, high impedances. The lead was reprogrammed to increase the limit of the pacing impedance alert, and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the actual device was not received for evaluation. Performance data collected from the device were analyzed and no anomalies were found.